Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation, establishing a relationship between the event reported. Visual inspection confirmed the silicone transferred to the carrier layer, functional evaluation confirmed reduced adherence. Root cause confirmed as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. A backup was available. No delay was reported.